Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: unknown/not provided. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a refractive surprise near a -2.0d with an intraocular lens (iol). Through follow-up, it was confirmed the lens was explanted. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Further information was provided and reported the patient¿s symptoms first noted immediately after surgery in the left eye. Another johnson & johnson lens (same model and higher diopter) was implanted as a replacement. There was no vitrectomy, incision enlargement or sutures required. There was no patient injury. The patient was doing excellent at the time of discharge. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.